Event description:
Initial result for a patient hba1c was 0.7 and when repeated, the result was 12.3. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.